Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypad being replaced due to defective power buttons was evaluated. Test results identified that the ac indicator lights did illuminate and 3 out of the 20 keypads. The system on buttons did not function after plugging in the power cord on 7 out of the 20 returned keypads. Keypads associated to serial numbers (B)(6) powered on unexpectedly after plugging in the power cord. The red indicator light was also visible on serial numbers (B)(6). Keypads associated to serial numbers (B)(6) had multiple keys fail during functional testing. The failed keypad buttons were 2/s3/s6/s7/s8/ options/silence/clear/s12/s13/1/2/3/4/5/6/7/8/9/0/down arrow/decimal point/enter. Keypads associated to serial numbers (B)(6) had no issues with faulty keypad buttons, no faults found. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection was performed on the returned front case keypads (qty 16 printec p/n tc10013664 and qty 4 p/n tc10012515). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypad was returned for investigation.

Event description:
It was reported that the pcu keypads needed to be replaced due to defective power button. There were no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pcu keypads needed to be replaced due to defective power button. There were no patient involvement.